Event description:
Doctor reported that no osseointegration was achieved after placement of pepgen p15 putty bone grafting material at the time of implant placement. As a result, another surgical pr0cedure was necessary to achieve the desired results and preclude permanent damage to a body structure that would not be trivial.